Event description:
Bio-med paged to gi lab, found cidex opa solution on the floor. Checked opa tank and fluid was reaching the top. Solenoid 7 valve did not close and allow water to go into opa reservoir tank. Tank overflowed and solution spilled over causing a chemical spill slippery hazard for gi staff members. Bio-med waiting for new solenoid 7 valve to replace on unit.